Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was feeling pain and swelling at the ipg site due to an infection at the ipg site. Surgical intervention took place in which the system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.